Manufacturer narrative:
E1: patient city (B)(6) patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in united states, it was reported that the patient experienced low blood glucose (bg) and subsequent hospitalization. The event occurred while the patient was sleeping. Upon experiencing low bg, the patient rushed to the hospital. The patient had been using the insulin pump system within 48 hours of the reported low bg event. No pump damage or alarms were reported. Upon checking, it was found that the only low bg event reported by the patient was on 28 aug 2024, which resulted in hospitalization. The exact bg value at the time of hospital admission was not provided. No further information available.